Event description:
The device was returned to the service center for a report from the customer contact that the "pump is not functional/broken." This is not a reportable malfunction. However, during verification testing at the service center, it was noted that the device door roller and door roller pin were broken.

Manufacturer narrative:
During testing, it was noted that the device door roller and door roller pin were missing. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.